Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint "instrument was broken and would not close". Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed the clip test. The clip could not fully close. The root cause of this failure is typically attributed to the misuse/mishandling. The clip applier instrument was found with one (1) grip that was bent. The damage was found near the base of the clip groove, causing a 0.033" offset at the tips. As a result, the clip could not be properly loaded on the grips causing the failed clip test of the instrument. The root cause of bent-severely instrument grip-tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported during a da vinci-assisted surgical procedure, the 8mm medium large clip applier instrument was broken and would not close. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.